Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of seal component separation. The shield, an internal plastic component of the seal, was not returned with the event unit. Based on the condition of the returned unit and the description of the event, it is possible that the reported event was caused by passage of the partially open stapler jaws through the seal. It is also possible that the shield dislodgement was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic pan-proctocolectomy. Event description: during the latter stages of the procedure, at the time the laparoscopic stapler was to be used, and also at the point where it was placed through the trocar, the translucent upper seal from the port appears to have been dislodged and pushed down the cannula through the black lower seal. This was then spotted in the patient's abdomen by the attending surgeon and his assisting registrar. This was retrieved and the case was then completed using another port. The port in question was the site of multiple instrument exchange during the extent of the procedure. Please note that the lot number is not known as the packaging was disposed of in general waste. Additional information received from applied medical representative via email on 18dec22: all pieces were retrieved from the patient. The component fell out. Prior to the incident laparoscopic graspers, energy device and laparoscopic stapler were used. No picture of the piece/component available. No internal seal components were removed or cut in order to inspect the damaged component. Type of intervention: component retrieved. Procedure completed with another trocar. Patient status: no patient injury.

Event description:
Procedure performed: laparoscopic pan-proctocolectomy. Event description: during the latter stages of the procedure, at the time the laparoscopic stapler was to be used, and also at the point where it was placed through the trocar, the translucent upper seal from the port appears to have been dislodged and pushed down the cannula through the black lower seal. This was then spotted in the patient's abdomen by the attending surgeon and his assisting registrar. This was retrieved and the case was then completed using another port. The port in question was the site of multiple instrument exchange during the extent of the procedure. Please note that the lot number is not known as the packaging was disposed of in general waste. Additional information received from applied medical representative via email 18dec22: all pieces were retrieved from the patient. The component fell out. Prior to the incident laparoscopic graspers, energy device and laparoscopic stapler were used. No picture of the piece/component available. No internal seal components were removed or cut in order to inspect the damaged component. Type of intervention: procedure completed with another trocar. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.